Event description:
The customer's mother reported that her son's blood glucose measured 337 mg/dl at 3:07 am, so she corrected with 1.20 unit insulin bolus. At 8:00 am, his bg was 420 mg/dl and she administered an additional 3 unit correction bolus. She then "discovered dka" and called her son's doctor who advised correction by injection with a syringe and bg monitoring. At 8:49 am she deactivated the pod and activated a new one at 8:55 am. At 9:30 am her son's bg read "high" (>500 mg/dl) and she gave a 1.45 unit correction by injection. Her son's bg decreased over the next four and a half hours with four additional boluses given using the device, reaching 93 mg/dl by 3:00 pm. She stated the cannula may have pulled out as he's active and sometimes this happens, but she did not state that she had observed the cannula out of the infusion site.

Manufacturer narrative:
The device will not be returned for eval. We are unable to assess the product condition. The caller reported that the cannula may have dislodged from the infusion site. This condition, if it occurred, could interrupt insulin delivery and contribute to the reported hyperglycemia. The omnipod user guide warns "check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery," because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. If it is untreated, severe hyperglycemia can quickly lead to diabetic ketoacidosis (dka). Dka can cause breathing difficulties, shock, coma, or death. If insulin delivery is interrupted for any reason, you may need to replace the missing insulin - usually with an injection of rapid-acting insulin. Ask your healthcare provider for instructions on handling interrupted insulin delivery," and "if your reading is above 500 mg/dl, the pdm displays 'high check for ketones!' This indicates severe hyperglycemia (high blood glucose). If you get a 'high check for ketones!' Reading and feel symptoms such as fatigue, thirst, excess urination, or blurry vision, follow your healthcare provider's recommendation to treat hyperglycemia."